Event description:
It was reported that blood leaked immediately after insertion. This occurred during patient use at the facility. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: two used 22g x 1" protectiv plus devices, one without needle-guard assembly and sheath component and both without packaging, were returned for analysis. Samples were visually examined for potential nonconformances with no punctured catheter tubing or eyelet-to-tube tears observed in either sample. Sample 1 displayed evidence of a crack in the luer end of the catheter hub (no visible damage to sample 2 catheter hub). Leak testing using a water-filled syringe was completed on the used catheter assemblies. This test indicated leakage from the catheter hub in sample 1 was consistent with the complaint and cracked catheter hub damage observed. No leakage observed in sample 2. Review of manufacturing logbook notes did not identify a definitive root cause for the observed damage. Review of the sample with manufacturing smes (society of manufacturing engineers) determined that the cracked hub was highly probable to be related to a fault at the seating or hub transfer stations of acam 02 or acam 15 catheter sub-assembly machines. Based on analysis, the complaint is confirmed as a manufacturing nonconformance. Since there were no other similar reported complaints for the affected lot number, this incident is considered to be an isolated event and not the result of a systemic quality related issue. In-process product is accepted based on meeting specification requirements. If any nonconformances are found in process, the product is isolated, non-conformed and immediate action is taken to perform corrections. Inspections and tests are conducted by trained operators using statistically valid sampling plans at defined intervals. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql (acceptable quality limit) level for each quality characteristic. As a correction, this complaint is being communicated to appropriate personnel. Additionally, the sample size for in process product has been increased for tube tear defects while process improvements are developed and implemented. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.